Event description:
Procedure: hysterectomy. According to the reporter: the regulatory body reported an adverse event from the customer (B)(6). The suture was let out from the needle and the needle fell into the abdonimal cavity. The needle was located by using image equipment and removed from pt. Add'l questions have been asked of the site.

Manufacturer narrative:
(B)(4).